Event description:
Report received of a nondelivery. At the homecare pharmacy, the antibiotic nafcillin was mixed in normal saline for a total volume of 265mls and then primed through the tubing set prior to being sent to the skilled nursing facility. It was reported that the pump was programmed in continuous mode to deliver the antibiotic at 10ml/hr for 24 hours via a groshung PICC line. It was reported by the facility's nurse that after 24 hours, the bag of nafcillin remained full. Upon assessment by the homecare nurse, it was reported that the pump was incrementing and appeared to be pumping, as the piston was moving back and forth; however, the fluid was not advancing. The solution, tubing and pump were changed and therapy was continued without incident. The patient's physician was notified and no orders were given. There were no reported adverse patient effects and no medical interventions were required.